Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down and ok keypad buttons required several presses to elicit a response. The patient reportedly wore the pump under garments, against the body and does not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was lifted and had a puffed up appearance. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts.